Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur/aseptic loosening tibia revision njr number: (B)(4) side: r primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
This incident is a duplicate event of the manufacturer report number (B)(4). Please void the report.

Manufacturer narrative:
Information received on 09/15/2021, indicating that this MDR was reported on MDR ref. No.: 1043534-2013-00198.